Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler did not cut or staple. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The following information was requested, but unavailable: how was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.